Event description:
The caller reported that the tracheostomy tube's cuff failed to inflate properly after insertion. The pt was reintubated. The caller was pretty sure the trach was in less than 29 days. The caller was not sure where the leak was or if the cuff was pretested.

Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tube for investigation has been requested. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.